Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 549 mg/dl at the time of incident. Customer¿s relative stated that the insulin pump buttons were unresponsive and would scroll without the customer's input. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's relative also reported that the customer had a high blood glucose of 549 mg/dl. No troubleshooting was performed. The customer¿s relative was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: act and escape buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. Pump received with cracked battery tube threads and cracked reservoir tube lip.